Event description:
Complaint description: the catheter was inserted in the patient by a physician of hattori hospital in aichi prefecture. (The date of insertion is unknown.) After that, the patient was transferred to another hospital, brother memorial hospital in aichi. On february 13, a medical staff tried to inject the medical agent through the catheter in the patient, but it failed. The catheter was removed then cut, and consequently, it was found that white powdery materials coming out from the lumen.

Manufacturer narrative:
(B)(4). The customer report of a foreign material found in the catheter was confirmed by complaint investigation. A portion of white crystallized material was returned in tape, and it was indicated by the customer that this caused the blockage. However, based on the report that the blockage was not detected until after medication was injected in the catheter, it was determined that unintentional user error caused or contributed to this event. It is also standard protocol to flush lines with saline between drugs to prevent potential interaction that can cause particulate formation. The IFU provided with this kit instructs the user, "flush after each use with normal saline or in accordance with hospital/institutional protocol." Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Complaint description: the catheter was inserted in the patient by a physician of (B)(6) hospital in aichi prefecture. (The date of insertion is unknown.) After that, the patient was transferred to another hospital, brother memorial hospital in aichi. On (B)(6), a medical staff tried to inject the medical agent through the catheter in the patient, but it failed. The catheter was removed then cut, and consequently, it was found that white powdery materials coming out from the lumen.